Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch MFR report# 2916596-2018-00169. (B)(4). Approximate age of device - 2 years, 9 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The chief complaint was reported as lower extremity (le) and abdominal swelling. The patient had a history of nonischemic cardiomyopathy (nicm) status post lvad implant, complicated by pseudomonal driveline/pump infection, gastrointestinal bleed, chronic kidney disease (ckd), and volume overload who presented to rehabilitation with worsening le edema and abdominal distention. The patient had been recently hospitalized with pseudomonal sepsis and massive volume overload. The patient had been discharged 2 weeks ago to rehab and initially was feeling well. However, over the past 5-7 days, increasing le edema and abdominal distention were noted. Despite continued compliance with diuretics and heart failure medication, the volume status continued to worsen. Also noted was poor oral intake and early satiety. The patient otherwise denied nausea/vomiting, fevers/chills, driveline drainage, device alarms or chest pain. The patient had been participating in rehab, but had been limited by the le edema. The patient was diuresing on a lasix drip at 20 mg/hr and remained volume overloaded, was weak and debilitated with a poor prognosis. The palliative care service was consulted for assistance with goals of care. The family refused assessment in the morning as the patient was transitioned to end of life and comfort care with the physician at bedside. The lvad was disconnected at 845 and the patient expired 852. No additional information was provided.